Event description:
It was reported that the patient was experiencing pain in the right thigh. Magnetic resonance imaging (MRI) was done and showed that the lead tail bowed anterior towards the spinal cord which caused patient's pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week following the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101189, UDI: (B)(4).